Event description:
It was reported that during the procedure, the subject stent encountered resistance while going through the hub of microcatheter. When approximately 1/3 of subject stent went through, physician was asked to stop the procedure and replaced the stent, but he chose to proceed. The physician was able to flip the petals, but the subject stent could not get re-sheathed around the same position of the resistance when going into the hub. The subject stent hence was deployed more distally than expected and an additional sent was placed distally using the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent delivery wire (sdw) was returned. The subject stent and introducer sheath were not returned. The sdw was slightly kinked/bent approximately 19cm from the distal end. No other anomaly was noted with the sdw. The functional inspection could not be performed as the subject stent was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. It was reported that ¿the subject stent felt resistant when going through the hub of microcatheter when approximately 1/3 of the subject stent was through- asked him to stop and switch out but he chose to proceed. He was able to flip the petals no problem but wasn't able to re-sheath the subject stent at around the same position of the resistance when going into the hub of the microcatheter (1/3). Had no option but to deploy the subject stent where it was which was slightly more distal than he had wanted. Decided to place another subject stent distally using a new microcatheter without a problem¿. Product analysis found only the subject sdw was returned. The subject stent and introducer sheath were not returned. The subject sdw was slightly kinked/bent approximately 19 cm from the distal end which indicates it encountered a force during use. No other anomaly was noted with the subject sdw. The subject stent size was unknown, but the subject sdw distal protection (dpa) assembly-to-proximal marker distance (dim c) measured 36.6cm which indicates the stent was most likely a 4.5mm x 16mm stent. It is unclear if the resistance was felt advancing the subject stent through the microcatheter hub or shaft. If resistance was felt while advancing the stent from the introducer sheath into the microcatheter hub then it is possible the introducer sheath was not fully seated into the microcatheter hub and that gap would have contributed to the issue. It is also possible the tip of the introducer sheath may have become damaged while seating into the microcatheter hub but as it was not returned this cannot be confirmed. It is unclear if the resheathing issue occurred recapturing the stent back into the microcatheter or into the introducer sheath. It should be noted the stent is re-sheathable into the microcatheter, but it cannot be pulled back into the introducer sheath because the sheath tip is not the same diameter as the microcatheter hub and cannot give allowance for the subject stent to come back into the sheath. The subject stent can also catch on the sheath tip which may cause the subject stent to come off the resheath pad and deploy in the microcatheter. In addition, force would be applied retracting the subject sdw which would cause the subject sdw resheath pad to be pushed onto the distal marker band. The instruction for use also warns ¿do not resheath the implant into the introducer sheath once transferred into the microcatheter as it may result in damage to the implant wires¿. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported defect ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent difficult/unable to transfer¿ an assignable cause of procedural factors will be assigned to the analyzed defect ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject stent encountered resistance while going through the hub of microcatheter. When approximately 1/3 of subject stent went through, physician was asked to stop the procedure and replaced the stent, but he chose to proceed. The physician was able to flip the petals, but the subject stent could not get re-sheathed around the same position of the resistance when going into the hub. The subject stent hence was deployed more distally than expected and an additional sent was placed distally using the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.